Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
One day post implant, while interrogating the associated pacemaker, loss of capture for the atrial lead was noted, so an x-ray was performed. The physician thought the lead had been sutured through and scheduled a revision. After the new lead was connected to the device, the physician noticed cross-channel sensing on both the atrial and ventricular leads, which did not subside after waiting a few minutes. Both leads tested normal and lead position was verified. The pacemaker and this atrial lead were explanted and replaced.

Manufacturer narrative:
(B)(4).